Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8578, serial/lot #: (B)(4), ubd: 20-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported on (B)(6) 2020 the patient reported a positional headache post-operative from implant of intrathecal (it) catheter revision and pump. A blood patch was performed. On (B)(6) 2020. The device was reprogrammed on (B)(6) 2020. The outcome was noted as ongoing. The clinical diagnosis was reaction to spinal and lumbar puncture-headache-post-operative modification. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. The incisional site/device tract was intrathecal site. The event date was (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient was receiving fentanyl 2000 mcg for a total dose of 1100.91086 mcg/day, morphine sulfate 13 mg for a total dose of 7.15592 mg/day, and bupivacaine 20 mg for a total dose of 11.00911 mg/day. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020 the patient had no longer had headaches (communication notes). The outcome of the event resolved without sequelae on (B)(6) 2020. No further complications were reported.